Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s relative reported via phone call the insulin pump alarmed motor error .the customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s relative stated that the insulin pump. Alarmed motor error during programming. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer reported a motor position encoder error. Customer had a high blood glucose of 400 mg/dl and no troubleshooting was performed and no treatment was reported. The customer¿s relative was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.